Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had screen display failure. A getinge field service engineer (fse) confirmed, and stated unit had screen display problem and to resolve issue fse replaced the video generator board. There was patient involved but no harm. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: display monitor to video gen. Board {video gen. Board (part of kit), display monitor board (part of kit), cable assy, (part of kit). These parts (kit) were received with a reported unit failure message of screen display failure. Performed visual inspection of these parts(kit) received and parts(kit) looks to be in good condition. Installed the kit into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing dept. Verified the failure message of screen display failed. The failure analysis and testing dept. Observed on top and bottom display with red spots once unit turn on. Also, the fat dept, observed the screen did not boot up during separately tests of parts of kit. Parts of kit failed testing: video gen. Board (part of kit), display monitor board (part of kit) retaining video gen. Board (part of kit) in the fat dept. As per procedure 0002-07-d008 rev ap. Due to old revision of this board the fat dept. Cannot be send back to the supplier for failure analysis. Retaining cable assy, (part of kit) in the fat dept. As per procedure. Sending display monitor board (part of kit) to the supplier for failure analysis as per procedure. The fat dept. Received part number 0670-00-1183 upper display monitor board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found u6 component defective, and supplier replaced the u6 component and retested board. The board passed testing. The failure analysis and testing dept. Installed part number 0670-00-1183 upper display monitor board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. The board passed testing. Retaining the board in the fat per procedure. Please see attached document received from supplier. The non-conformances with the returned component {(display monitor board (part of kit)} were confirmed. However, the root cause or the most probable root cause is supplier found u6 component defective. And the non-conformances with the other returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) unit had a defective screen display. Treatment was continued without replacing the pump. There was no effect on patient.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed, and stated unit had screen display problem and to resolve issue fse replaced the video generator board. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: display monitor to video gen. Board {video gen. Board (part of kit), display monitor board (part of kit), cable assy, (part of kit). These parts (kit) were received with a reported unit failure message of screen display failure. Performed visual inspection of these parts(kit) received and parts(kit) looks to be in good condition. Installed the kit into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing dept. Verified the failure message of screen display failed. The failure analysis and testing dept. Observed on top and bottom display with red spots once unit turn on. Also, the fat dept, observed the screen did not boot up during separately tests of parts of kit. Parts of kit failed testing: video gen. Board (part of kit), display monitor board (part of kit) retaining video gen. Board (part of kit) in the fat dept. As per procedure 0002-07-d008 rev ap. Due to old revision of this board the fat dept. Cannot be send back to the supplier for failure analysis. Retaining cable assy, (part of kit) in the fat dept. As per procedure. Sending display monitor board (part of kit) to the supplier for failure analysis as per procedure. The fat dept. Received part number 0670-00-1183 upper display monitor board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found u6 component defective, and supplier replaced the u6 component and retested board. The board passed testing. The failure analysis and testing dept. Installed upper display monitor board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. The board passed testing. Retaining the board in the fat per procedure. Please see attached document received from supplier. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.